Event description:
It was reported that during an unk procedure, one of the device's stopcock was not well sealed and the other device's valve was not well sealed either. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.